Manufacturer narrative:
Currently, it is unk whether or not the device may caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was stated that, the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 155 mg/dl during the phone call. The customer stated, he woke up with high blood glucose levels and went directly to the hospital. Troubleshooting was performed. The insulin pump passed the lead screw test and the programming was correct. There was a no delivery alarm in the alarm history, which occurred just prior to the hospitalization. In addition it was stated that there was a large crack on the screen of the insulin pump.